Event description:
It was reported to boston scientific corporation that during unpacking the device for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the tandem xl cannula was noticed to be "broken" at the distal tapered end. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during unpacking the device for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the tandem xl cannula was noticed to be "broken" at the distal tapered end. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
The reported event of tip damaged the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found a small piece of hardened white foreign material present on the tip of the device. The foreign material may be contrast residue, but could not be determined. A 0.035" guidewire was inserted and the distal tip integrity appeared to have no functionality or visible defects with respect to splits/tears or sharp edge. Additionally, no damages were observed on the working length of the device with respect to tears/splits or kinks. The exact or most probable root cause of the complaint could not be determined. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.